Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. No further information was provided by the customer on the nature of the failure. Review of the device log found no evidence of any errors, or any indication that the unit may have failed during the event. The device passed all testing without issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.